Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (cloudy w/ moisture) issue. It was reported that the entire display was cloudy and difficult to read after the pump was exposed to moisture. Battery was changed, but it did not resolve the issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: there was moisture behind the display lens. The pump powered on to the verify screen in accordance with normal operation with the exception of a dim and discolored display. There was a crack in the display and the leak test showed a leak in the pump case. There was evidence of moisture contamination identified inside the pump and on electrical components. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.